Event description:
Pt underwent successful cmf procedure to the forehead approx 1.5 yrs ago. A relative reported pt appears to be rejecting norian material resulting in infection. Reportedly surgeon will not remove material.